Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter: product ID: 8596sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported a granuloma was suspected as the patient was in pain. The pump had been turned up but the patient continued to experience pain. The patient was on a low dose. An MRI was performed about two to three weeks ago. The patient did not believe they had a granuloma as they were going through the medication. They had calculated the amount of medicine that is being used to the days, and it's coming out right with the amount that's being used. The patient was due for a refill (B)(6) 2013. The patient had an appointment on (B)(6) 2013 for a pump refill. The pump was delivering dilaudid.

Event description:
Additional information received reported the cause of the event was lack of efficacy with an unknown duration. In terms of interventions, an MRI, x-ray or CT scan was done on (B)(6) 2013 with results being ¿multi-level disease¿. It was also reported a CT myelogram was pending from (B)(6) 2013. Interventions had also included a dose adjustment on (B)(6) 2013 with results of no improvement. Signs and symptoms associated with the reported event included increased back pain and activity intolerance over the previous six months not improved by medication increases. The patient did not require hospitalization as a result of the event. In terms of other information of importance, it was reported there was no obvious malfunction of the catheter or device noted. Patient evaluation for disease progression was in process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).